Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
A supplemental report will be submitted after the investigation is performed. (B)(4).

Event description:
A us customer reported the generation of discrepant results for flu b. The sample was originally positive for flu b with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Upon repeat testing on a different cobas liat analyzer, negative results were generated. Additional testing with the cepheid system generated negative results. The growth curves for the initial results show disturbances in the photometer signal. It was noted the negative results were reported out. No harm or injury was indicated. The nasopharyngeal sample was collected in teknova saline, and the site usually tests samples 30 minutes after sample collection. The instructions for use indicate to use pre-aliquotted 3 ml 0.9% physiological saline or thomas scientific mantac 0.9% saline solution, 3 ml in 10ml tube, 50 tubes per pack, or equivalent.